Event description:
It was reported that the patient presented to the clinic due to a driveline power fault alarm indicated on the display of the system controller. The driveline power fault was confirmed via log file analysis. The driveline power fault was cleared and if the fault reoccurred the modular cable would be exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), reported or identified through this evaluation. The submitted system controller event log file contained events from 05jan2026 through 06jan2026. A driveline power fault alarm was captured and is addressed under the modular cable investigation. No notable pump events or alarms were captured. The pump operated at the set speed for the entirety of the file. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Although no device-related issues were reported, section 1 of the IFU lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that there were no additional alarms reported following the modular cable exchange.